Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional summary: the actual suture piece was returned for evaluation. During the visual inspection of the suture piece, a knot and body fluids were noted. As the suture has begun with the process of disintegration, no additional test could be performed due to the time of exposure to the environment couldn¿t be determined. No conclusion could be reached as to what may have caused the reported incident. Representative samples were returned for analysis. During the visual inspection of a sample, there were no defects found on the package. The sample was opened and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed using a needle pull tester and tensile strength was above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that a cat underwent a sterilization procedure on an unknown date and suture was used. Post-op, the suture broke. No additional information was provided.